Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag/ac) to treat true lumen compression after total arch replacement. After the ctag/ac (tgmr312610j/24425667) was implanted with 2 cm overlap with the artificial vessel in the aortic arch, intraoperative angiography showed a stent graft-induced new entry tear (dsine) at the distal side of the device. Two additional stentgrafts were implanted distally for the treatment. After placement, a type iiia endoleak was confirmed from the overlap site of the two ctag/ac. Since the endoleak was minor, the physician decided to monitor the patient. The physician's comment: the distal side of the device should have positioned in the straight portion of the aorta. Spring back force may have caused the dsine.